Event description:
During a breast biopsy the st holster would jam the probe. The tech was unable to retract the cutter to take another specimen. The tech manually removed the probe but scratched the patient's breast. The case was aborted and rescheduled. The patient was released in the normal fashion with no additional medication.